Event description:
It was reported the right ventricular (rv) lead was suspected to be dislodged. Pacing was not delivered when required, intermittent stimulation and loss of capture with no asystole were also observed. Subsequently, the patient underwent a revision to reposition the rv lead successfully. No additional adverse patient effects were reported.